Manufacturer narrative:
Patient information is unknown. This report is for a radial head - unknown lot. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery on (B)(6) 2017, the threaded tip of a guide pin broke off in a patient. It was further explained that while the surgeon was placing the guide pin for a 2.4 headless compression screw, the tip of the threaded tip broke off. The broken fragment was retrieved using an unknown instrument; the fragment was grabbed and easily removed. There was a ten-minute delay due to the retrieval of the fragment. There was no additional medical intervention required and the surgery was successfully completed with no harm to the patient. The patient was reported to be stable at the end of the procedure. The complained device was discarded and not available for investigation. All available information has been reported. This complaint involves one (1) device. This report is for a guide pin. (B)(4).